Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope image was cloudy. S/n:(B)(4) warranty expired (B)(6). No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope image was cloudy . S/n (B)(4) warranty expired mar/17/18. No patient involvement.